Event description:
A logiq compact ultrasound system was being recharged and overheated at the machine's plug-in, thus melting the cord at this point. The fire created an electrical odor and haze in the room. The machine was not being used on a patient when the fire occurred. Bio-tech examined the unit, which was burned at the plug-in. The unit was sent to ge for repair of a defective ac/dc cord and repair of the power socket.